Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was unstable and not recognized despite use of tandem charging cable and wall adapter and attempts to leave pump connected to a working outlet for an extended period. There was no reported impact to the customer¿s blood glucose level. Customer support arranged shipment of replacement charging cable and wall adapter with two-day delivery, planned to follow up, and advised customer to rely on multiple daily injections if pump battery depleted before replacement supplies were received. Upon follow up, distributor confirmed the pump was able to charge with replacement charging supplies.